Event description:
Abbott has identified a potential issue with alinity s system (ln 06p16-01). Communication with the supplier (gems sensors, inc.) Identified that the supplier of the photo sensor within the optical flood detection sensor part # 30106585-203/ b-30106585-01 was changed from honeywell to optek in 2018. However, abbott was not notified of this change. Optek sensors have been found to be more sensitive to reflective areas compared to the honeywell sensors. The alinity s system employs optical sensors within six locations of the alinity s system to detect unintended leakage during instrument operation. Reflective surfaces in the bulk solution management (bsm) and optional alternate wash delivery system (awds) areas inhibit functionality of the optical sensor in two of the six locations. Failure of the optical sensor to detect leakage in the bsm and optional awds areas could result in liquid escaping the instrument onto the floor; thus, the potential exists for a physical / operator injury (slip / fall) due to liquid on the floor around the instrument. Since this issue has the potential for leakage to be undetected by the alinity s system in the bsm and awds areas, implementation of a hardware upgrade to apply a non-reflective surface to the two impacted locations is required. Implementation of this hardware upgrade will restore functionality of the alinity s system optical sensors in these areas. The alinity s system is designed to include multiple fluid routing channels and associated software-generated message codes to alert the operator of leaks and direct leakage to the liquid waste receptacle during instrument operation. These mitigations, not directly associated with the optical flood detection sensor, are not impacted by the issue. There have been no occurrences of the issue to date, therefore no operator injury as a result of this issue.

Event description:
Abbott has identified a potential issue with alinity s system (ln 06p16-01). Communication with the supplier (gems sensors, inc.) Identified that the supplier of the photo sensor within the optical flood detection sensor part # 30106585-203/ b-30106585-01 was changed from honeywell to optek in 2018. However, abbott was not notified of this change. Optek sensors have been found to be more sensitive to reflective areas compared to the honeywell sensors. The alinity s system employs optical sensors within six locations of the alinity s system to detect unintended leakage during instrument operation. Reflective surfaces in the bulk solution management (bsm) and optional alternate wash delivery system (awds) areas inhibit functionality of the optical sensor in two of the six locations. Failure of the optical sensor to detect leakage in the bsm and optional awds areas could result in liquid escaping the instrument onto the floor; thus, the potential exists for a physical / operator injury (slip / fall) due to liquid on the floor around the instrument. Since this issue has the potential for leakage to be undetected by the alinity s system in the bsm and awds areas, implementation of a hardware upgrade to apply a non-reflective surface to the two impacted locations is required. Implementation of this hardware upgrade will restore functionality of the alinity s system optical sensors in these areas. The alinity s system is designed to include multiple fluid routing channels and associated software-generated message codes to alert the operator of leaks and direct leakage to the liquid waste receptacle during instrument operation. These mitigations, not directly associated with the optical flood detection sensor, are not impacted by the issue. There have been no occurrences of the issue to date, therefore no operator injury as a result of this issue.

Manufacturer narrative:
Additional information for section d11: concomitant products: 30106585-203/ b-30106585-01-optical flood detection sensor gems supplied sensors were determined to have a specification to install the optical flood detection sensors at least two inches away from reflective surfaces. Troubleshooting identified that in two of the six locations in which these sensors may be installed on the alinity s system, this minimum is not met, and reflectivity impairs the functionality of the optek sensors while the honeywell sensors detected fluid in all six locations. A product correction letter was issued on 11oct2023 to all alinity customers who have installed alinity s systems notifying them of the potential issue. The product correction letter informs the customer that an abbott representative will be implementing a hardware upgrade to the alinity s system, which will enable the optical sensor to detect leakage in the bsm and optional awds areas and generate the associated message codes. The product correction letter also provides instructions for customers to follow if the optical sensor fails to detect leakage in the bsm and optional awds areas. Note: the alternate wash delivery system (awds) is not currently available in the united states.